Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump was not working. The customer¿s blood glucose level was 475 mg/dl at the time of the incident and current blood glucose level was 249 mg/dl. The customer stated that the reservoir had leak at past second o ring. Customer stated that the insulin pump was exposed to insulin. Customer performed self test and it was successful. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.